Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation.¿ number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2012 with competitor femoral components and zimmer biomet acetabular components. Subsequently, patient was revised on (B)(6) 2015 due to recurrent dislocation, pain and instability. The modular head, liner and femoral stem were removed and replaced.